Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Product z466 is not approved in us; but a similar product, z464u albacyte® expanded rh negative antibody screen is approved in us. Internal investigation has consisted of batch manufacturing record (bmr) review, donor review and investigative testing. Our investigation has confirmed albacyte® rhd negative cat reagent red cells for antibody screening product z466 lot v237495 to be fit for purpose therefore this complaint is deemed unconfirmed. Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports false positive reactions with cell 3 of albacyte® rhd negative screening panel, product z466, lot v237495, exp13sep21. From the end user - 'the patients only have prophylactic anti-d in their system so these cells should all give negative reactions. All clinically significant antibodies are out ruled on the panels'.